Event description:
On (B)(6) 2023, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with no growth in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology. It was speculated the patient¿s infection may have been due to a break in asepsis during ccpd therapy; however, in the absence of a culture result, the exact cause could not be determined. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and durations unknown). The patient is recovering from this event at home while remaining asymptomatic in response to antibiotic therapy. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis infection was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
On 18/oct/2023, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with no growth in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology. It was speculated the patient¿s infection may have been due to a break in asepsis during ccpd therapy; however, in the absence of a culture result, the exact cause could not be determined. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and durations unknown). The patient is recovering from this event at home while remaining asymptomatic in response to antibiotic therapy. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis infection was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.